Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information it appears forceps inadvertently separate the suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sutures of two prostyle devices were deployed, one at the 10 o¿clock position and the other at the 2 o¿clock position. To remove slack from the sutures, the blue suture from the first prostyle device at the 10 o¿clock position was pulled with forceps, but the suture separated. The suture of a new prostyle device was successfully deployed at the 11 o¿clock position. Both blue sutures were pulled to approximate the knots, completing the pre-closure. The sheath was upsized to 14f and the tavi procedure was completed. After the procedure, the 14fr sheath was removed, and both sutures were flushed and tightened. Hemostasis was achieved without suture breakage, and the operation was completed successfully. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.